Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular (rv) lead showed noise/oversensing and an apparent fracture. There was also high rv pacing impedance noted. The lead was explanted, replaced, and returned. Additional information was received which indicated that the lead showed t-wave oversensing (twos). No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis 693158 implantable tachy lead a proximal portion was received measuring 40.30 cm. A distal portion was received measuring 40.30 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo, the distal conductor of the lead developed a fracture due to flexing while in vivo. Explanted: (B)(6) 2013. (B)(4).